Event description:
The following was asserted in correspondence to nidek from the patient's legal counsel : following a previous treatment for high myopia, the patient was diagnosed as being overcorrected in the right eye. On the third post-operative day, an enhancement procedure was performed on the patient's right eye using the nidek ec-5000 laser to treat the overcorrection. Following this procedure, the patient was described as having irregular astigmatism and approximately 4 diopters of myopia in the right eye.